Manufacturer narrative:
Common name = adaptor, stopcock, manifold, fitting, cardiopulmonary bypass; product code = dtl. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an angiogram, while the physician was injecting 10 milliliters (ml) of contrast down the side arm, a fine spray was emitted from the connection between the side arm and the check-flo hemostasis assembly valve. The check-flo hemostasis assembly was connected to a 4 fr selective catheter, and a 0.018 inch diameter wire guide was within the catheter and device. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, drawing, manufacturing instructions, quality control, and a visual inspection and a functional evaluation of the returned device were conducted during the investigation. The inspection of the returned device confirmed that the connecting tube was securely attached to the check-flo side arm; the device passed an inspection of the glue connection, as well as a tug test. For the leak test, the distal end of the check-flo was occluded, and water was injected down the side arm using a 20 cc syringe. The device did not leak, and so the customer's failure could not be duplicated. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. No failure of the device was detected. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation ¿ evaluation. A review of the complaint history, drawing, manufacturing instructions, quality control, and a visual inspection and a functional evaluation of the returned device were conducted during the investigation. The inspection of the returned device confirmed that the connecting tube was securely attached to the check-flo side arm; the device passed an inspection of the glue connection, as well as a tug test. For the leak test, the distal end of the check-flo was occluded, and water was injected down the side arm using a 20 cc syringe. The device did not leak, and so the customer's failure could not be duplicated. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. No failure of the device was detected. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.